Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call that the customer was hospitalized with diabetic ketoacidosis and high blood glucose of 644 mg/dl the morning of the call. The customer was receiving no delivery alarms during basal rates delivery. The customer disconnected at the quick release and insulin did exit the tubing during prime. Customer had already changed the infusion set and did not know if the cannula was bent. Nurse declined to further troubleshoot and stated they would monitor the insulin pump and call back if issue persists.